Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial medwatch report the following additional information was received: it was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 5f sheath after selective internal radiation therapy (sirt) procedure. Reportedly, the foot plate was closed with difficulty before the proglide device was removed from the patient because the proglide suture wrapped around the footplate interfering with the deployment and retraction. There was no damage to the artery due to the issue with the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a puncture closure of an unspecified vessel was attempted using a proglide device after an unspecified procedure. Reportedly, the proglide suture wrapped around the footplate interfering with the deployment and subsequent suture retrieval. Hemostasis was achieved by manual compression. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.